Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented via remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. The patient was brought in on (B)(6) 2018 for programming changes and testing.